Event description:
The physician removed and replaced the implanted intraocular lens due to the patient's report of reduced vision. Best corrected visual acuity was 20/30. Two independent physicians were consulted by the implanting physician and could not definitively determine the cause. The implant physician suspects the post-operative results were affected by the lasik the patient underwent several years ago.

Manufacturer narrative:
The returned intraocular lens was examined and verified to have signs of handling. The lens optic was received cut into two pieces. Multifocal lens bench testing was not possible due to the condition of the lens. Microscopic inspection of the device revealed no aberrations or manufacturing defects in the optic of either half of the iol. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. While the manufacturer is unable to definitively determine the cause of this event it does not appear to be manufacturing related.